Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The backplane fuses were evaluated and reseated as part of the service event. The system was tested and found to be working as intended and returned to service.